Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "with folding and undulations," rupture, and calcification. The device remains implanted.

Manufacturer narrative:
The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Patient reported capsular contracture baker grade iii, and seroma.

Event description:
Patient reported left side "with folding and undulations," rupture, and calcification. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.